Manufacturer narrative:
Corrected: h6, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 4592 lead implanted: (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced intermittent pulsation at the implantable pulse generator (ipg) site. It was also noted that the ipg exhibited two diagnostic electrical resets prior to a full electrical reset. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing, oversensing of noise, and high thresholds, which suggested that the ra lead had an insulation defect. Oversensing observed on the ra lead caused false detection of atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead also exhibited intermittent loss of capture. The noise observed on the ra lead was suspected to be due to electromagnetic interference or myopotentials. It was further reported that the the ra lead and rv lead were implanted more thansix months after the use-before-date. The ipg was reprogrammed and the ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to d6a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.